Event description:
I have experienced ongoing medical issues since I had my breast implants placed in 2004. I've been diagnosed with multiple autoimmune disorders only to be told the blood work doesn't support the diagnosis. I have chronic fatigue, joint pain, migraines, liver enzymes elevated but then back to normal, enlargement of myheart and then again normal, and kidney infections. I have been diagnosed with ra, lupus, and fibromyalgia at different times. I've been on anti inflammatories, steroids, immune modifiers, and meds to give me energy. I have ongoing nipple pain in left breast. FDA safety report ID # (B)(4) .